Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular pacing vector was reprogrammed to left ventricular tip to right ventricular coil with output set at 1 v at 1.5 ms. The patient still complained of diaphragmatic stimulation, but to a lesser extent.